Event description:
Customer reported on a bravo ph capsule that failed to attach. According to the customer,t he capsule went into the pt's nostril and the dr. Remove it. No further info is available.